Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
See MDR #3006425876-2013-00005, for first event with this patient. It was reported that insertion site was the right femoral. During removal of the guide wire, the guide wire unraveled and remained in the inner wall of the femoral vein. The whole swg/catheter were removed, as the vein was dissected and the entire swg was removed. As a result, another kit was opened. There was a delay reported, but it was reported as not harmful to the patient.